Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals at the end of a false pacemaker mediated tachycardia (pmt) episode. No other oversensing has been noted. Technical services (ts) suggested troubleshooting and following actions. The lead remains in use. No adverse patient effects were reported.